Event description:
The guidewire got stuck in the left ventricular (lv) lead during implant. The lead was not used. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).